Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was 140 mg/dl one hour before the call. The customer confirmed that they have a backup plan. The customer stated that the pump was not dropped nor bumped. The customer was advised to reset the pump by removing the battery. The customer was advised to call back if problem persist.